Manufacturer narrative:
The reported event was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had experienced loss of therapy. In turn, troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.